Event description:
The customer reported that while running an hiv p24 antigen assay, the sample handler failed to pipette reagent into position g11 and did not give an error message. A field svc engineer has been dispatched. No death or serious injury has been associated with this event.